Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with 4 days of shortness of breath and cough. The patient was found to be positive for influenza b, had acute liver injury with lactate dehydrogenase level greater than 2000 u/l, and hematuria. Transthoracic echocardiogram revealed the aortic valve opening every beat and mild to moderate aortic insufficiency. The patient was volume overloaded with respiratory distress initially requiring continuous positive airway pressure with improvement with diuresis. The patient was not hypotensive. The patient was given 10mg IV vitamin k for inr greater than 10 and started on milrinone and transferred for consideration of a pump exchange once optimized. The pump''s parameters were slightly elevated. On (B)(6) 2018, it was reported that the patient¿s primary issue was severe aortic insufficiency. The patient underwent an aortic valve replacement, transvenous pacing, and aortic valve node cryo-ablation. No further information was provided

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported elevated pump parameters were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the reported patient condition could not be conclusively determined. Review of the submitted log files confirmed elevated power and flow. The heartmate ii instructions for use (IFU) explains that if the system detects a pulsatility index (pi) event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. Despite the elevated parameters, no atypical alarms were captured and the system showed device operation above the low speed limit for the duration of the log files. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.